Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not turning off. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. Investigation ongoing.

Manufacturer narrative:
H10: the biomedical engineer (bme) called technical support to report that the device was not turning off. The bme also stated that the power management (pm) printed circuit board assembly (pcba) needed to be checked. Per good faith effort (gfe) response, the bme confirmed that the defective power management (pm) printed circuit board assembly (pcba) was returned; however, it is unknown if the replacement pm pcba resolved the reported issue. It is also unknown if the device was repaired or passed the required performance verification tests per philips standard. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.